Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the implantable neurostimulator (ins) was turned off yesterday for heart monitor and the n later turned back on. Overnight the patient had a return of leakage symptoms when device was turned off which was noted as sudden. The hcp also stated that the ins was interfering with heart monitoring on the day of this call. The patient indicators for use were stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.